Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9733575, serial/lot #: unknown, ubd: unknown, UDI#: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could be confirmed. The front of the system was opened and it was found that the power cable was not fully seated. It was plugged in and the camera functioned properly. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system booted up with the camera disconnected. It was reported that in the bottom right in spine procedure there was a red x on the camera. The site rebooted the system without resolution. During troubleshooting with technical services (ts), it was confirmed that there were no leds on the camera itself. Both the surgeon and staff cart had power and video to both monitors. Ts had the site reboot the system again, remove from all power for ten seconds, and boot up without resolution. There were still no indicator leds on the camera while the rest of the system had power. The camera was not powering on. There was no patient present when this issue was identified.